Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in japan, a transfemoral tavi procedure with sapien 3 ultra resilia 23mm valve was performed. After deployment of the s3ur valve, circumferential tearing of the sheath tip was identified upon removal of the esheath+. Together with the attending physician, it was confirmed that the sheath tip was torn but that there appeared to be no missing portions. Lower extremity angiography was performed and showed no evidence of vascular dissection or bleeding, and it was confirmed that no part of the sheath remained within the tissue. No abnormal resistance was noted during either insertion or removal of the sheath.